Event description:
It was reported to philips that the system was having incoming power issues, which can impact booting and cause extended wait times. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was having incoming power issues, which can impact booting and cause extended wait times. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was having incoming power issues, which can impact booting and cause extended wait times. To resolve the issue the fse installed a power monitor on the device and identified grounding issues at the hospital and removed the power monitor and confirmed that the issue was related to hospital power supply. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. An external power failures or outages may occur, which can cause the azurion system not to boot up or start up, or to shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.